Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient's nurse reported that the patient had a red patch of skin on his back under the therapy electrode pads. The patient's skin was reportedly red, itchy, and scab-like. The patient's nurse confirmed that the irritation was not open nor oozing. The nurse later reported that the irritation appeared to be burn-like. The patient's physician advised the patient to use an ointment on the affected area. Follow-up indicated that there had been no improvement to the irritation. The medical outcome of the irritation is unknown. Based on the low severity of the reported problem, there is no indication of serious injury.